Event description:
Per the clinic, the recipient experienced an extrusion od receiver/stimulator. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient also experienced an infection and skin breakdown at the implant site. The patient was subsequently treated with oral and topical antibiotics (specific date and duration not reported). The osia device was explanted on (B)(6) 2025 under general anesthesia and an abutment was placed on the internal fixture during the same surgery.